Event description:
It was reported that the patient had a cerebrospinal fluid leakage (csf leak) following a revision procedure. It was also stated that the patient was experiencing symptoms of pain. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively. The explanted device components were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5108092/5108129. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 23226239.

Event description:
It was reported that the patient had a cerebrospinal fluid leakage (csf leak) following a revision procedure. It was also stated that the patient was experiencing symptoms of pain. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively. The explanted device components were discarded by the medical facility and will not be returned. Additional information was received that the physician hit a nerve during a non-device related procedure.